Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the seam around the bag. This issue was identified at the hospital drug storehouse before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 08/13/2021.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between february 28, 2020 to march 03, 2020. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed to the video using the naked eye which revealed that a leak was observed located only at the middle area edge of the folded sample from an apparent tear/hole that was not clearly visible. The reported condition of leak was verified, the exact location of the leak could not be identified by the video. By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.